Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that, during service by hospital's biomed technician, it was noticed that the new pc (printed circuit) board had an out-of-box failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to our field service engineer, the hospitals biomed technician changed several parts in the ventilator and a technical error indicating a communication error or printed circuit (pc) board startup failure was generated. Our field service engineer concluded that this was caused by a incompatibility between parts and after software upgrade the ventilator worked as intended. After the ventilator unit was calibrated and passed all functional and safety tests per factory specifications, it was returned to the customer and cleared for clinical use. The conclusion in this matter is that the pc board failed with the generated technical error due to a software incompatibility or any other board switching issue when the biomed technician was switching pc boards.

Event description:
(B)(4).